Event description:
Per the audiologist, the pt's internal magnet was dislodged from the magnet pocket during an appointment to get her hair done. In late 2008, a revision surgery was done to remove the old magnet. A new, sterile internal magnet was inserted into the magnet pocket.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.